Manufacturer narrative:
A4 patient weight added to the report. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated surgery in (B)(6) 2020. A manufacturer representative met with the patient and the ipg was deemed inoperable. As a result, surgical intervention may take place at a later date to address the issue.